Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.¿ evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Nicks were observed on one knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, there was poor staple formation on the distal end of the staple line. Malformed staples were removed from the patient. Another stapler was used to complete the case. There was no patient injury.